Event description:
It was reported that during a knee procedure using a quantum 2 system, the unit was only working intermittently. The surgeon opted to complete the procedure using a competitor's device. There were no significant delays or patient complications reported as a result of this event.